Event description:
A user facility registered nurse (rn) reported that a dialyzer blood leak occurred during two hours after initiation of a patient's hemodialysis (hd) treatment. The rn stated blood test strips tested positive for the presence of blood. Upon follow-up, the rn confirmed an internal dialyzer blood leak occurred two hours after initiation of hemodialysis treatment. It was reported blood was visually observed from the dialyzer membranes. The machine, a fresenius 2008t, alarmed appropriately with a minor blood leak alert. Fresenius combi set bloodlines were being utilized for the treatment. Blood test strips were used and tested positive for the presence of blood. No damage was identified on the dialyzer prior to use. Immediately following the event, the patient requested to cancel their remaining treatment for the day. The estimated blood loss was 150 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: a sample from the reported lot was returned to the manufacturer for physical evaluation. The complaint sample was subjected to a laboratory bubble point test. No leaks, damage, or irregularities were identified on the returned sample. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached as the reported issue could not be replicated during testing with the returned sample. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Manufacturer narrative:
The date received field on the first submission of this MDR report was incorrectly reported as 6/1/2023. The correct date should be 5/31/2023.

Event description:
A user facility registered nurse (rn) reported that a dialyzer blood leak occurred during two hours after initiation of a patient's hemodialysis (hd) treatment. The rn stated blood test strips tested positive for the presence of blood. Upon follow-up, the rn confirmed an internal dialyzer blood leak occurred two hours after initiation of hemodialysis treatment. It was reported blood was visually observed from the dialyzer membranes. The machine, a fresenius 2008t, alarmed appropriately with a minor blood leak alert. Fresenius combi set bloodlines were being utilized for the treatment. Blood test strips were used and tested positive for the presence of blood. No damage was identified on the dialyzer prior to use. Immediately following the event, the patient requested to cancel their remaining treatment for the day. The estimated blood loss was 150 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Event description:
A user facility registered nurse (rn) reported that a dialyzer blood leak occurred during two hours after initiation of a patient's hemodialysis (hd) treatment. The rn stated blood test strips tested positive for the presence of blood. Upon follow-up, the rn confirmed an internal dialyzer blood leak occurred two hours after initiation of hemodialysis treatment. It was reported blood was visually observed from the dialyzer membranes. The machine, a fresenius 2008t, alarmed appropriately with a minor blood leak alert. Fresenius combi set bloodlines were being utilized for the treatment. Blood test strips were used and tested positive for the presence of blood. No damage was identified on the dialyzer prior to use. Immediately following the event, the patient requested to cancel their remaining treatment for the day. The estimated blood loss was 150 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.